Event description:
A day following an uneventful novsure endometrial ablation (done on (B)(6) 2012) the pt returned to the physician's office with "cramping and pain along with vomiting." A computed tomography (CT) scan and blood work were done (results unk) and the pt was admitted to the hospital. We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).